Manufacturer narrative:
UDI:(B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device would not run, the control unit was damaged, worn motor, sticky trigger and could not disengage the attachment coupling. It was further determined that the device failed pretest for check the off/oscillation/on mode, trigger test, check the battery coupling, check the saw head and check the quick coupling for saw blades. It was noted in the service order that the device had no power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.